Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a drop of intrinsic r-wave amplitude from 8 mv in july 2004 down to 3 in july 2005. In parallel the pacing impedance went from 400 to 200 ohms in the same time frame. The shock impedance measurement showed fluctuating measurements from 40 to less than 20 ohms in the time frame of 1 year. No inappropriate shocks or pacing inhibition was reported. There was no evidence on fluroscopy of a lead fracture or any visuable damage which could explain the lead findings.